Event description:
It was reported that: "pt had a pkr put in approx one year ago for medial compartment pain. Shortly after the initial surgery, she complained of lateral side pain. After conservative treatment, the surgeon went in and replaced the pkr femoral component with a scorpio nrg primary ps femoral component and the pkr tibial component with a scorpio 7000 ts baseplate and a nrg ps insert. The pkr components were not loose. The surgery was routine and the surgeon was happy with the result."

Manufacturer narrative:
The following other devices were listed in this report. Triathlon pkr insert x3 #2 rm/ll - 12mm, cat# 5630-g-222, lot 2pxmae. Triathlon pkr femur #1 rm/ll, cat# 5610-f-102, lot wpzy. It cannot be determined which, if any of these devices may have caused or contributed to the pt pain. Add'l info (including x-rays and medical records) was requested. A supplemental report will be submitted upon completion of the investigation.